Event description:
It was reported that the footend will not raise. No adverse consequences reported.

Manufacturer narrative:
Multiple attempts have been made to contact customer. No response has been obtained. If additional information is gathered, a follow-up report will be applied.